Event description:
It was reported that thrombectomy procedure for the left m1-proximal, left m2 and left m3 were performed on (B)(6) 2020 using the subject retriever and the final tici score was 2b. There were no vessel preformation and vessel dissection related to the subject retriever. 24 hours post follow up mir showed subarachnoid hemorrhage (sah) and intracerebral hemorrhage (ich). No clinical consequences were not reported. No other information was provided.

Manufacturer narrative:
B2 outcomes attributed to ae - corrected. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported issue patient intracranial hemorrhage is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that thrombectomy procedure for the left m1-proximal, left m2 and left m3 were performed on (B)(6) 2020 using the subject retriever and the final tici score was 2b. There were no vessel preformation and vessel dissection related to the subject retriever. 24 hours post follow up mir showed subarachnoid hemorrhage (sah) and intracerebral hemorrhage (ich). No clinical consequences were not reported. No other information was provided.